Event description:
Customer reports a 'itchy rash' under wafer's mass where product was applied to skin. It is reported that when wipes was applied it left a sticky residue on skin, and then wafer was applied which was on for 24 hrs before removal of product. Further report sates that product was used for the first time on (B)(6) 2013 end-user felt itchy and removed product as a result.

Manufacturer narrative:
Based on the available info, this event is deemed to be serious injury. Proper skin care and usage of product was reviewed with end-user, and was also advised on crusting techniques by using stomahesive powder. Lastly, end-user was advised to discontinue use of product and to notify convatec with any questions, concerns, additional instructions and if condition becomes worse. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional info becomes available, a follow-up report will be submitted. Reported to the FDA on 11/25/2013. (B)(4).